Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not form properly when it was fired from the clip applier, a like device was used to complete the case. There were no adverse consequences to the pt.